Event description:
It was reported that faradrive steerable sheath clear selected for use. During the procedure when inguinal region catheter was inserted into the sheath, air was noted from the valve. No air was noted when dilator was removed from the sheath. Thus, sheath was replaced by the same model and procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for unknown procedure. During the procedure when inguinal region catheter inserted into the sheath, air was noted from the valve. No air was noted when dilator removed from the sheath. Thus, sheath was replaced by the same model and procedure was completed successfully. No complication was reported in patient. Product will expect to return for analysis. It was further reported that no leakage was observed. The farawave had been inside the sheath prior to and or at the time air was observed. The irrigation was at flow rate. No air seen in the patient. The position of the guidewire was 1mm from the tip when inserted farawave into the sheath.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis, faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Based on the complaint summary, this failure would have been the primary cause of the allegation. The complaint allegation was confirmed through product analysis. Additionally, inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for unknown procedure. During the procedure when inguinal region catheter inserted into the sheath, air was noted from the valve. No air was noted when dilator removed from the sheath. Thus, sheath was replaced by the same model and procedure was completed successfully. No complication was reported in patient. Product will expect to return for analysis. It was further reported that no leakage was observed. The farawave had been inside the sheath prior to and or at the time air was observed. The irrigation was at flow rate. No air seen in the patient. The position of the guidewire was 1mm from the tip when inserted farawave into the sheath.